Manufacturer narrative:
H3: ge healthcare (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. (B)(4) (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concludes that the system is within the specification for this system configuration. The patient was reported to have a preexisting condition of a ruptured ear drum prior to mr examination, and no further information was provided to gehc. Based on the event information as received and investigated, the mr scanner did not contribute to the patient's ear bleed. This event is considered non-reportable.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient who underwent an MRI of the thoracic spine noticed their ear to be bleeding afterwards. At this time, no additional information about the incident is available, except that the patient has a known history of a ruptured eardrum.